Event description:
It was reported by the surgeon that a female underwent a revision surgery due to the implant fracturing at the posterior condyle. According to the surgeon, the patient had fallen down.